Manufacturer narrative:
Film evaluation summary: the reported events cannot be confirmed from the pre-implant 3d recon report provided. Films at implant were not provided. The exact cause of the reported inaccurately delivery of the bifurcate leading to proximal type I endoleak, and the residual proximal type I endoleak after implant of the cuff cannot be conclusively determined from the pre-implant 3d recon report provided. Pre-implant 3d recon report showed that the proximal aortic neck was conical in shape and angulated r-l. The aortic neck angulation in the a-p plane cannot be assessed. It is possible that angulated and conical aortic neck may have contributed to the events. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 6.3 cm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 10 mm in length, conical with severe aortic neck angulation. It was reported that, during the index procedure, the endurant iis stent graft bifurcate was implanted approximately 2 mm to 3 mm below the intended landing location of the lowest renal artery, due to the patient's anatomy. The physician elected to implant an aortic cuff proximally to extend the proximal seal. An angiogram then revealed that there was a small proximal type I endoleak. The physician elected to treat the proximal type I endoleak by implanting aptus endoanchors. There are a total of 4 aptus endoanchors implanted. A completion angiogram revealed that the proximal type I endoleak was resolved and the procedure was completed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.